Event description:
The patient arrived at an emergency facility with chest pains. A sample was collected and run through a sysmex xn-10 analyzer for a cbc + diff + nrbc. The sample was judged positive with a count error and an interpretive program (ip) message of thrombocytopenia, alerting the operator to sample abnormality. A hemoglobin (hgb) result of 6.9 g/dl was obtained. It is not known if the sample was repeated to verify results prior to reporting. The physician ordered two units of red blood cells for transfusion based upon this result; one unit was administered. The patient was drawn the following morning, (B)(6), and the hg was 11.9 g/dl. This value was higher than expected after transfusion of one unit. The original sample was examined and found to contain a large clot, leading to erroneous results being reported initially. The analyzer's limitations are given in the instructions for use chapter 15 - technical information, section 15.2 system limitations and interfering substances, noting: "compromised samples, such as those not properly collected, stored, transported, or containing clots may cause misleading results. Always use good laboratory practices for inspecting specimens for acceptability and verifying results." Good laboratory practice requires the user to verify any samples judged "positive," which indicates abnormality. The IFU states: results without error messages are classified into positive (abnormal) and negative (normal) based upon pre-set criteria, some is user defined. The system bases its judgments and comprehensive surveys of numerical data, particle-size distributions, and scattergrams. The user set platelet values of <100x 10[3]/ul for the thrombocytopenia flag, and the analyzer accurately flagged the sample, and there was no analyzer malfunction. The user is responsible for proper collection and handling of samples and reporting results with repeat collection and testing when indicated. This issue is reported because incorrect results from a compromised sample led to a patient receiving an unnecessary transfusion, carrying with it the risks involved with receiving blood products: transfusion reaction, developement of antibodies, exposure to blood borne pathogens and infection.